Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was detached using an instant detacher. As the pushwire was pulled back, the physician noticed something thin visible on the screen still attached to the coil. At the microcatheter hub, a hair like filament was present. The filament could not be pulled as it was still connected to the coil. As the left jugular vein was occluded, the physician pushed out the filament in the vein and it was left implanted. There was no future plan or intention to remove the filament from the patient body. The physician acknowledged they put some force on the coil while repositioning which may have caused the coil stretch, but did not think the filament was a stretched coil. Once the filament was stationed in the patient' vein, the microcatheter was repositioned, and the procedure was completed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an unspecified neurovascular abnormality of the left sigmoid sinus with normal vessel tortuosity. Ancillary devices include a headway duo.